Event description:
Pelvic pain [pelvic pain]. Leukocytosis/increased wbc count [leukocytosis]. Fluid in the pelvis/posterior fluid collection [pelvic fluid collection]. Vomiting [vomiting]. Case description: initial info was received on 06/23/2008 from hcp via company rep. The pt is a female, initials unspecified, with a medical history of a hysterectomy approx 2-3 weeks prior to the submission of this report. Seven days after the hysterectomy, the pt complained of pelvic pain. Nine days after the operation, the pt experienced vomiting. On an unk date, the pt was re-admitted to the hosp. She had large amounts of continued in add'l info section fluid in the pelvis and an increased white blood cell count. A CT scan indicated large posterior fluid buildup. Hcp indicated that the pt experienced leukocytosis. The physician that performed the hysterectomy did not feel the events were related to seprafilm, although the physician who treated the complications though the events could have been possibly related. At the time of this report, the outcome of the pt was unk. No further info provided.